Event description:
During a follow-up, a high battery impedance was observed and a battery premature discharge was reported. The device was explanted and an evaluation of the battery depletion was requested by the hospital.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.